Manufacturer narrative:
Other medical products in use during the event include: brand name surescan; product ID 977d260 (serial: (B)(6)); product type: 0215-screening device; brand name ; product ID neu_stylet_acc (serial: unknown); product type: 0001-accessory; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a trial pati ent who was using an external neurostimulator (wens). It was reported that they were unable to connect with 2 different wens in the header.  Rep reported connectivity check showed not all contacts connected to the wens. The lead was re-seated multiple times in two different wens. Different contacts out each time rep hcp checked.  Upon visibly inspecting the lead, a kink was visible in the stylet at the location of the proximal contacts. Rep reported the lead was never implanted, and was returned for analysis. Rep reported that the issue was resolved. Field rep reported they would follow-up with any new information.

Manufacturer narrative:
H3: analysis of pli# 20 product ID# 97725 and product ID neu_stylet_acc and product ID 977d260 found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.